Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving dilaudid, dose and concentration not reported. The patient reported the pump was not working. The patient was working with their physician for additional prescriptions to help with pain. Information received from the healthcare provider reported that they were unaware of any issues and were unable to reach the patient. The diagnostics/troubleshooting related to the pain and the pump not working, interventions and the cause of the pump not working not reported. Follow up was being conducted to obtain information. If additional information is received a follow-up report will be sent.